Event description:
It was reported that a user experienced a device malfunction in which approximately half of the pump¿s touchscreen was unresponsive, and a replacement pump was dispatched after troubleshooting and education were completed. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to health, no alerts, and no alarms. Investigation included a review of device performance based on user report and standard technical assessment steps. Investigation of this case revealed a touchscreen input failure affecting the user interface. It was concluded that the device experienced a screen malfunction requiring replacement, with no clinical consequences reported.